Event description:
Discordant, falsely elevated sodium and chloride results and a discordant, falsely low anion gap were obtained for one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned the results. The sample was rerun on the same instrument and the sodium and chloride resulted lower and the anion gap higher than the initial values. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results and the discordant, falsely low anion gap.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. During troubleshooting, the tsc specialist discovered the quality controls were in range and duplicate patient sample runs were demonstrating good precision. The cause of the discordant, falsely elevated sodium and chloride results and the discordant, falsely low anion gap is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.